Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via x-ray review. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. X-ray review found possible radiolucency along the acetabular screws, protrusio, calls out cup angle, and bone resorption along the superior and lateral acetabulum. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately one month post-implantation due to radiolucency. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.